Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation revision with two 375cc mentor memorygel breast implants and suffered bilateral breast capsular contractures (baker grade unknown), post-operatively. As a result, the patient underwent bilateral breast implant removal surgery on (B)(6) 2021. This medwatch form is for the left breast prosthesis.